Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 150 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.